Event description:
It was reported that during a tunica vaginalis testis procedure, the tape separated from the needle during insertion through the pelvis. The tape was retrieved and further dissection was performed to pass the tape through to the symphysis pubis. The pt was discharged as usual. There were no pt consequences reported.